Event description:
Revision occurred approximately 6 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to instability. A 40 mm + 6 135/145* humeral standard cup was explanted. This item was replaced with a 40 mm + 3 135/145 humeral stability cup and a 9 mm spacer.

Manufacturer narrative:
Revision occurred after 6 weeks due to instability of joint. No actual, implied, or suspect link of fx product.